Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she was not feeling stimulation and was having problems with bowels not being controlled. It was noted the patient¿s patient programmer battery was dead. The patient did not have another set of batteries to try. The patient noted the symptoms were sudden in onset. The patient stated the not feeling stimulation and having problems controlling bowels had started 2 weeks ago, but then stated it may have been longer. There were no further complications that have been reported as a result of this event. The patient is implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.